Manufacturer narrative:
Additional information. This MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6001764 have already been previously tested in the complaint (B)(4) on december 5,2023. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report .pdf attached in this record. Device history record (DHR) review: the lot 6001764 was manufactured according to the work instruction (wi) version 92 on the packing process in the machine 10, on june 13, 2023, with a total of (B)(4) units. Gluing of tubing: the lot 3f01417 was glued according to the wi version 55, machine spot 05 on june 8, 2023, with a total of (B)(4) units each. The lot 3f01518 was glued according to the wi version 37, machine spot 06 and 05 on june 8, 2023, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on july 28, 2025, against malfuction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6001764 and one more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.